Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represent all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not alarm when the tubing was clamped proximal to the device. The device was returned to the biomedical department with an unsigned note that stated, "proximal occlusion unable to clear." There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not alarm when the tubing was clamped proximal to the device. Though requested, no add'l info was provided.